Manufacturer narrative:
Pending investigation. D10: 83df6-1 01-045-00-2800 - femoral head ceramic 28mm (m,+0mm).

Event description:
As reported, the patient had an initial left tha on (B)(6)2023. On (B)(6)2023, the patient was walking and felt/heard a crack in her hip, and then fell. The femoral stem subsided and fractured her proximal femur into 3 pieces. X-ray appears to show fractures to her greater trochanter and lesser trochanter off of her femur. Revision surgery to repair her proximal femur and place a distal fitting revision stem is currently being planned. Her two week post-op x-rays are also provided; the stem appears to be appropriately sized and the collar seems to be sitting on the femoral neck cut. The patient was last known to be in stable condition following the event. There is no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Upon receipt of additional information pertaining to this event, it was determined that the event involved non-exactech devices. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.